Manufacturer narrative:
The user went off-label not checking the sensor site at the recommended intervals. From photo evidence it is apparent that two sizes of sensors were used together which is not a typical practice and one of those was used incorrectly by the IFU. Also, photo evidence shows the delivery of lasix indicating a treatment for edema, which the IFU cautions to be aware of so as not to over tighten the sensor holding headband and possibly creating an over pressure injury.

Event description:
A patient that had open heart surgery was recovering when, after 48 hours of cerebral oximetry monitoring, the sensor site was checked to find redness and swelling on the forehead and under the application site.